Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It has been reported to philips that the customer experienced reduced image quality during a clinical procedure. There was a perforation of the heart tissue with the guidewire, which required subsequent treatment. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips confirmed with the customer that the patient was resuscitated and a median sternotomy was performed to repair the cardiac perforation. After recovery, the patient was discharged from the hospital. Philips inspected the system on site and no malfunction of the system was identified. Philips analyzed the log file of the system and confirmed that the reported reduced image quality experienced by the user was due to overheating of the x-ray tube. As stated in the IFU (452220314362: IFU endura 2.3 (english language) section 4.2.1 pages 4-6 and 4-8) the temperature level of the x-ray tube is displayed on the c-arm stand display by means of 3 levels. The endura system is designed such that when the x-ray tube becomes overheated, the temperature level shows 3 filled levels and the c-arm stand displays the message ¿hot anode! Low dose fluoro still available. High dose is blocked until heat indicator level is safe¿. High dose fluoroscopy, digital exposure and radiography x-ray are disabled until the tube cools down and the temperature level is back to 2 levels or lower. If the system usage is continued without allowing for the tube to cool down, image quality deteriorates further with the continued usage. According to the log file, the above message was displayed and the system usage was continued with low dose fluoroscopy and reduced image quality. After the x-ray tube cooled down, high dose fluoroscopy, digital exposure and radiography x-ray were available again. The system was working as designed and within specifications. The system is currently in use in good working order. No similar complaints have been identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.